Event description:
Alleged the ppm did not alarm when the patient exited the bed and the patient broke their hip.

Manufacturer narrative:
The facility was unwilling to provide any details regarding the patient or the details of the injury. The technician stated that bed had been moved to another room prior to his arrival. The technician tested all three ppm alarm functions on the bed and could not duplicate the alleged failure to alarm. The technician found the bed operated correctly.